Event description:
It was reported that this right atrial (ra) lead exhibited lead perforation. An emergent surgical revision was prompted as the patient presented to the emergency room. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b2: outcomes attrib to adv event; b5: describe event or problem; f10: patient codes; f10: impact codes; h6: patient codes; and h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited lead perforation. An emergent surgical revision was prompted as the patient presented to the emergency room. This ra lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this right atrial (ra) lead was not perforated.